Manufacturer narrative:
Investigation summary: a complaint of tubing breaking near the roller clamp was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10942011 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ lvp 20d was severed at the clamp causing it to leak. The following information was provided by the initial reporter: the IV tubing was severed at the clamp, causing chemo to leak all over the nurse and the floor of the room.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of tubing breaking near the roller clamp was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10942011 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ lvp 20d was severed at the clamp causing it to leak. The following information was provided by the initial reporter: the IV tubing was severed at the clamp, causing chemo to leak all over the nurse and the floor of the room.